Event description:
It was reported that the pump screen became unresponsive after a drop, preventing meal announcements and normal interaction, and the user observed a visible crack at the bottom of the touchscreen; the user disconnected from the pump and administered subcutaneous insulin by pen due to high glucose and uncertainty about insulin delivery. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention because medication was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. The device will be returned.

Manufacturer narrative:
Initial.